Event description:
Elderly female with history of coronary artery disease, elevated cholesterol and asthma. During the procedure- transcatheter aortic valve replacement (tavr), the wire got stuck in the mini stick sheath access and had to be removed. Access had to be regained, without known harm to the patient.